Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, no delivery and motor tests. No motor error alarm noted. Insulin pump was unable to prime at 4.0 lbs during prime test due to faulty force sensor. Insulin pump had a cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was stated that the customer was vomiting and blood glucose level was not coming down. Customer had her wisdom teeth pulled out and had a bad reaction to the medication. Blood glucose value at the time of the admission was 386 mg/dl. It was also reported that the customer received a motor error alarm during basal rate. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Current blood glucose value is 206 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.